Event description:
Female resident located on ventilator unit was hooked to medcare standup lift with use of medcare lift belt. Two aides were in process of transferring resident from chair to bedside commode. Upon using remote to raise fork-bar, staff reported fork bar broke off from lift and resident fell to floor, landing on her lower back/buttock area. Staff were able to respond and prevented resident's head from hitting the floor.

Manufacturer narrative:
It was later reported to us that in this incident, a cna broke their clavicle trying to prevent resident from injury. Stand is almost 11 years old. Following the incident, medcar rep inspected all their lifts and stands and noted that a few of similar age had paint and wear marks on the welds. These units were taken out of service immediately. It was recommended that the facility start replacing these lifts and stands.